Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found in the scope air/water cylinder/tube. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, air/water cylinder (tube) has foreign objects; air/water-tube has foreign objects" and cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the scope air/water tube and cylinder and jet tube. There was no patient involvement.